Event description:
On 02-apr-2026, arthrex was notified via email of a case study published in 2021 by the archives of orthopaedic and trauma surgery, titled ¿prospective midterm results of a new convertible glenoid component in anatomic shoulder arthroplasty: a cohort study". The study reviewed forty-eight (48) patients who underwent anatomic total shoulder arthroplasty (atsa), to address primary osteoarthritis, postraumatic arthritis, arthritis due to instability, secondary glenoid wear in has, glenoid loosening in tsa, using arthrex universal glenoid devices. During the minimum two (2) year follow-up period, four (4) patients underwent revision. Source: magosch p, lichtenberg s, tauber m, martetschläger f, habermeyer p. Prospective midterm results of a new convertible glenoid component in anatomic shoulder arthroplasty: a cohort study. Archives of orthopaedic and trauma surgery. 2021;141:717-724.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.